Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). Recorded episodes show clear evidence of lead noise. The lead later alerted for a high and undefined pacing impedance. A fracture was suspected. The lead was reprogrammed and currently remains in use; however, an extraction may be planned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.